Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for broken tab cap, cracked caps, and foreign matter on components with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the issues relating to damaged tab cap, cracked caps, and foreign matter on components was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Event description:
It was reported that 7 bd microtainer® contact-activated lancets experienced a breach in sterility while another 3 experienced product damage with the device still considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: 1. Broken 1ea. 2. Dirty body 3ea. 3. Dirty cap 4ea. 4. Cracked cap 2ea.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 7 bd microtainer® contact-activated lancets experienced a breach in sterility while another 3 experienced product damage with the device still considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: broken 1ea. Dirty body 3ea. Dirty cap 4ea. Cracked cap 2ea.